Event description:
It was reported that a malfunction occurred on the pump, with the malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Cts provided information on how to reset the pump and assisted the caller with the reset. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and call back if any malfunction code recurs, which the caller acknowledged and understood.